Event description:
Baxter reported, "providone iodine leaked from the connection between a transfer set and minicap. "The date of how long the set has been in use is unknown. There was no patient inury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for analysis.